Manufacturer narrative:
H.6. Investigation: bd received 20 customer returned samples and 10 retention samples (of the same lot) for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to clotting or foreign matter were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting/foreign matter) because the defect was not evident in the testing of the complaint lot samples. All parameters of customer, retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Customer provided samples exhibited ¿clumped¿ anticoagulant versus the powder-like consistency of the retain samples. This batch (0283619) was further investigated by r&d: results showed no differences between complaint and control lots in terms of the chemical properties evaluated (additive composition, morphology, moisture content, or thermal properties), suggesting the root cause of the additive granulation observed is unrelated to these factors. We did observe the larger additive clumps in the complaint lots were able to be broken by our finger tips, suggesting the present of the larger clumps are a physical difference, not a chemical one. The r&d investigation regarding this issue concluded: the presence of the large additive clumps can create a higher localized concentration of additive that can lead to hemolysis, making it more imperative the tubes are mixed properly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting or foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes there was clotting/micro clots/fibrin clots and foreign matter in the tube(s) biological and non-biological. This event was reported to occur 3000 times. The following information was provided by the initial reporter. The customer stated: "when using the tubes, there was white foreign matter in the tube and the blood sample clotted."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes there was clotting/micro clots/fibrin clots and foreign matter in the tube(s) biological and non-biological. This event was reported to occur 3000 times. The following information was provided by the initial reporter. The customer stated: "when using the tubes, there was white foreign matter in the tube and the blood sample clotted."